Event description:
Did a surgery time extension occur? If yes, how long complex situation (dysplasia coxarthrosis in congenital dysplasia with high hip luxation on the left). Exact surgery time not ascertainable, anesthesia time of 4h. Affected side, right or left? Right. Did the patient experience any adverse symptoms that led to the revision? Pain, decreased resilience, decreased mobility for daily living. Were there any adverse patient outcomes as a result of the reported event? Pain, decreased exercise tolerance, complex revision surgery. Subsequent information from relatives: periprosthetic fracture suffered postoperatively in the home environment, further surgical treatment performed close to home as an emergency. We do not have any further information. Additionally, this information would be helpful: x-rays e.g. Before and after initial surgery as well as before revision and in the periods in between. Patient data e.g. Relevant concomitant diseases, date of initial surgery, date of revision, operated side (r./li.) Age, weight, height and activity level. See above. Relevant concomitant diseases: condition after implantation of a cementless hip tep left (B)(6) 2008 for dysplasia coxarthrosis. Current age: 62 years weight and height unknown activity level: moderate. Excerpts from clinical correspondence e.g., time of onset of complaints, trauma that has occurred, other implantations, leg length discrepancy, gait pattern, medical examinations, or other information deemed important by the practitioner. Pain in right thigh for a week, pulling up from lateral knee joint. No trauma remembered. No fever/chills. Same complaints for a few days about 6 months ago, no doctor visit at that time. No pain at the hip joint after hip tep in 2006. Shallow gait; bek. Leg length difference to the disadvantage of the left leg, compensated by raising the shoe. No tap pain over greater trochanter re/li. No rotation pain, no pain on extension/flexion in the hip joints. Information on initial surgery e.g. Reason for implantation, implant passport, surgery report, physiotherapy report, info on early falls and/or dislocations. Op report initial implantation: 2008 operative supply of the opposite side. 2012history: presentation for pain in the area of the lateral thigh distally on the right side, the pain occurs mainly after prolonged exertion as well as when standing up from sitting, no nocturnal pain. Proc: no image morphologic correlate, demand analgesia recommended. Subsequently did not present to our clinic again until 2021, no documentation of falls or similar events. Events. Implant removal information e.g. Reason for revision, revision report, indication of which components remained in situ. "Pain in right thigh for a week, pulling up from lateral knee joint. No trauma remembered. No fever/chills. Same complaints for a few days about 6 months ago, no doctor visit at that time. No pain at hip joint after hip tep in 2006." ? X-ray and CT revealed a fracture of the shaft of the inserted htep on the right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a2, b1 (is adverse event), b2 (is required intervention), b5, b7, d6a, d6b and d10 corrected: b3, h1 and h6 (clinical and impact codes).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "material fracture of the femoral stem of hip-tep without trauma or proven infection."